Event description:
Rn notified & came to rm. Catheter found on floor-had been broken off. Pt c/o no pain. Bed searched, bed sheets changed & floor was searched but tip not located. Remaining catheter end placed/saved in biohazard bag condom cath placed on pt. Hospitalist paged and informed of renal ultrasound results per request. Orders received to monitor pt. Biohazard bag with catheter placed in room for md to see.